Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. Using the left femoral approach, the procedure treated the 99% stenosed target lesion located in the calcified and moderately tortuous left anterior tibial artery. Pre-dilation was performed with a 5.0x210mm non-bsc balloon catheter. Next a 3.0x220mm coyote balloon catheter was advanced for treatment and was inflated to 10 atms on the 1st inflation and to 14 atms on the second inflation in which the balloon ruptured. The procedure was completed with a 5.0x210mm non-bsc balloon catheter. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device has not been received for analysis. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).